Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 314 mg/dl after changing the infusion site, with the caller noting prior tubing tension on the previous set and the pump delivering increased correction doses. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and guidance on managing high glucose. Investigation included troubleshooting with the user, including guidance to allow time for the new site to take effect and to change the entire infusion set if glucose did not trend down. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a potential contribution from prior infusion set or tubing issues affecting insulin delivery, although no leak or bent cannula was observed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.